Event description:
It was reported that the patient presented remotely to the clinic via transmission of data from their ICD devices. Upon examination, it was noted that the right ventricular (rv) lead exhibited oversensing resulting in pacing inhibition. Technical service examined the episode and suspected a possible lead fracture. The patient remains asymptomatic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).